Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No additional patient or event information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.